Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown breast surgery with unspecified mentor saline breast prostheses and suffered from pain and unspecified health issues. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient will undergo bilateral explantation on (B)(6) 2020. This medwatch report is for the patient¿s left breast prosthesis.

Manufacturer narrative:
Correction: the incorrect person was input into block e for the initial reporter in the initial report submitted to the FDA. This correction report contains the correct information for the initial reporter. In addition, the incorrect conclusion code was used for this event. Code 22 ¿known inherent risk of device¿ was inputted. The correct conclusion code for this event is 4315 ¿cause not established¿. Manufacturer¿s reference number: (B)(4).